Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: assistant buyer. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal dilator did not click together prior to deployment. Type of procedure performed was a left heart angiogram. No blood loss reported. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon additional information provide in section b5. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, the device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.

Event description:
Additional information was received on 06 mar 2024: hemostasis was achieved by opening a new angio-seal. No blood loss was reported. Patient condition was stable. The user had difficulty inserting the locator into the hub, it wouldn't click in. The user didn't successfully insert and lock the locator in the hub. No audible click on mating. No tactile feedback after mating. The user unable to mate the locator with the hub after many tries. The locator did not separate after mating with the hub. The locator not too loose and failed to stay in place. The separation did not occur when the device was in the patient.